Manufacturer narrative:
A sample is not available for evaluation. The customer's reported defect has previously been confirmed and therefore a DHR review is not required. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. (B)(4).

Event description:
It was reported that an employee suffered a contaminated needle stick with a bd vacutainer eclipse blood collection needle, 22 g x 1.25 in. The employee was pushing up the pink safety cap and it broke at the base and tip of the needle nicked her fingertip. It is unknown if medical intervention was provided for this incident.